Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient stated that the wearable would "not connect" and her blood sugar was high. She stated she was hospitalized. The patient did not wish to provide further event details including symptoms, treatment or the length of stay at the hospital. At the time of the report, the patient was feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data.